Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was walking at home and tripped over their shoe while reaching out to get a broom. Patient reports that because the lifevest was too heavy they lost their balance and fell on the monitor, hitting their chest and abdomen against the monitor. Patient went to the hospital where they took x-rays and determined that the patient's spleen had a laceration and was bleeding. The patient was given painkillers and doctors allowed the patient's spleen to heal on its own. There was no alleged device malfunction contributing to the laceration. Follow up confirmed that the patient's spleen had healed.